Manufacturer narrative:
Inr reported did not meet the precision criteria. Inratio precision data provided by end-user lot: date: (B)(6) 2010, 1st inr=0.9, 2nd inr=1.7, 10 mins laps between two readings. Mean = 1.30, sd=0.57, %cv = 43.51. Since 43.51% cv is more than 20%, the precision test failed the criteria for precision. Add'l investigation is required. Results 1.3 and 2.3 are excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid.

Event description:
Caller reported potential precision issues with inratio testing. Inratio result = 0.9. Repeat 10 minutes later result was 1.7. Last week the meter gave a 1.3 and friday ((B)(6) 2010) meter results was 2.3. No changes in medication; no recent hosp stay. Pt stated that inr was very difficult to manage and there are always changes made to the dose. Pt has been taking coumadin since 2007. Pt stated that he took 5mg of coumadin last night, but regularly takes 2.5mg; always takes medication at the same time. Pt self tester's range is (2.0-3.0).